Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. A purge disc not detected was noted on a new transferred patient.

Manufacturer narrative:
D9: updated the devices return information.